Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190807 - file-2019-02109 - analysis_and_closure_report_resp-2019-01104.pdf].

Event description:
Reportedly, the patient came to the emergency service after experiencing atrial fibrillation. An inappropriate shock was delivered on (B)(6) 2018.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient came to the emergency service after experiencing atrial fibrillation. An inappropriate shock was delivered on (B)(6) 2019.